Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient mentioned the device she got in 2011 she fell (B)(6) 2021 and the device shocked her. The device was already expiring and was not working properly. The patient was having issues trying to find someone to replace the system. When she fell she felt some tissue in her back tear. It was like the leads ripped out of the nerve. Documented reported event. No further action was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient mentioned the device she got in 2011 she fell july 2021 and the device shocked her. The device was already expiring and was not working properly. The patient was having issues trying to find someone to replace the system. When she fell she felt some tissue in her back tear. It was like the leads ripped out of the nerve. Documented reported event. No further action was taken.